Event description:
It was reported by the customer that they were not getting all alarms at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported by the customer that they were not getting all alarms at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.